Event description:
Healthcare professional reported through the national agency for the safety of medicines and health products ansm (regulatory agency) "wrinkling", "waviness", "rotation", "pain", "exposure" and capsular contracture baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continuation e1 address: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and exposure.